Event description:
It was reported that a nurse used a bd micro fine insulin pen needle to give an insulin injection to a patient and when the needle was pulled out of the patient the nurse noticed that the needle was missing. The patient received an x-ray but the needle was not found.

Manufacturer narrative:
A sample is not available for evaluation. The device history records will be reviewed and upon completion of the investigation a supplemental report will be filed. (B)(4).